Manufacturer narrative:
A review of the device history records was performed and no exceptions were found.

Event description:
The surgeon reported the system exhibited residual vacuum after releasing the foot pedal which led to incarceration of the retina. Additional information has been requested, but not yet received.